Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed persistent malfunction alerts 57 (software runtime error) and 61 (external flash write error) that recurred after multiple restarts, and the user transitioned to multiple daily injections while awaiting a replacement; blood glucose readings were reported as not impacted. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.